Event description:
Reporter alleged obtaining the results of 467 mg/dl, 234 mg/dl and 172 mg/dl back to back within 10 minutes on the advantage system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The advocate stated the customer received a blood glucose reading of 317 mg/dl from her breeze2 meter and a reading of 45 mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for eval. Replacement strips and a new meter were sent to the customer.